Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 229mg/dl at the time of incident and current blood glucose was 402mg/dl. Trouble shooting was performed and found trouble shooting was not completed customer declined to check for possible site/insulin issues. Customer blood glucose had come down to 343mg/dl at the end of the call. The insulin pump will not be returned for analysis.